Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A significant change in the impedance measurements on the left ear of the bilaterally implanted patient was noticed. No changes in health status or injuries to the implant site were reported. The patient currently has 4 viable electrode channels. A revision may be considered.

Manufacturer narrative:
Med-el (B)(4) and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number (B)(4)). Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
A significant change in the impedance measurments on the left ear of the bilaterally implanted patient was noticed. No changes in health status or injuries to the implant site were reported. The patient currently has 4 viable electrode channels. The patient was explanted on (B)(6) 2015.